Event description:
It was reported that the needles fell off when they were given on patients. This happened after the administration of the devices and there were two needles reported having this issue. The patients were reported not to be impacted. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: 70 unused samples were received for investigation. Samples were visually and functionally tested and all samples passed the specification acceptance criteria. It is unknown what forces the device may have encountered during drawing up vaccines and hypodermic needle manipulation. The details of the clinical procedure were not provided. The breakage issues observed by the customer could not be reproduced with the returned samples. Based on the results of this investigation, this complaint could not be confirmed with the samples provided. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. DHR reviews found no discrepancies or anomalies relevant to the complaint.